Event description:
The account generated a negative architect (B)(4) on a patient that tested (B)(4). Additionally, the patient also tested axsym hiv ag/ab negative. No patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 1415939-2012-00418 with the manufacturing site of (B)(4), USA. This report is to correct the manufacturing site to (B)(4), which was discovered during a retrospective review. This report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar us product distributed in the us, architect hiv ag/ab combo, list 2p36. (B)(4). Ticket searches determined that there is no atypical complaint activity for the likely cause lot and the 12 month tracking and trending report review determined that there are no adverse trends and no nonstatistical trends identified for the complaint issue. Based on this data, the product is performing as intended and no product issues were identified. Due to the nature of the complaint further investigation was performed. The results are as follows: a retained kit of architect hiv ag/ab combo reagent, list number 4j27-25, lot number 11086li00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, sensitivity panels 1, 2 and hiv-1 go were tested in three replicates and the results were within the specifications. Panels are internal measurement standards used to test product performance prior to lot release. (B)(4). A review of product labeling concluded that the issue is sufficiently addressed. All generated data demonstrate that the performance of the architect hiv ag/ab combo reagent lots identified in the complaint is performing acceptably.